Event description:
It was initially reported that the customer is requesting bd to teach them how to interpret the device logs so that they can identify the "time a rate change was made on a specific day." Bd requested the customer to provide the logs, but customer refused and wanted to do the log interpretation themselves. Customer declined to provide further information. There was patient involvement but unknown outcome. Bd has learned additional information after multiple customer follow-up. It was reported that a patient on comfort care requiring hourly doses of IV morphine sulfate was switched to a morphine drip per provider orders. The morphine drip was hung, and pump programed to deliver 2mg/hr. Or 0.4ml/hr. The morphine drip was in a 100ml bag of normal saline (ns) with 500mg morphine. The bag was hung at approximately 1315 as a primary IV infusion. Per report, "the nurse also programed 250ml of ns at 25ml/hr. As a second primary IV to keep the vein open (kvo) due to the low volume of morphine infusing." At approximately 1800, the pump with the morphine drip began to alarm. A nurse went into the room to check on the alarm, "saw that the line was dry and paused the pump." The rn notified the patient¿s primary nurse that the bag was dry. The primary nurse returned to the room to investigate and found "the morphine drip was empty and that the tubing drip chamber was collapsed." Additionally, the rn noted "that both channels displayed a rate of 25ml/hr." According to the report. Of note, the IV morphine bag was locked in an orange transparent ¿clam shell¿ device. The primary nurse called another nurse to the room. They looked for leakage on the floor and bedding. None was found. There was no sign of IV infiltration. The patient¿s physical assessment remained unchanged per report. The provider was notified and based on rn¿s report the provider "felt the patient had not received the morphine and ordered another morphine drip to be mixed by pharmacy and hung." The second bag of IV morphine was mixed as the first and delivered to the floor and hung at approximately 2000. Per customer, there was "no harm to the patient." However, the patient reportedly "passed away at approximately 2200." Per customer (nurse executive/site administrator), "we do not believe that this morphine event contributed to the patient¿s death." The IV pump and two channels were sequestered. The IV bags and tubing¿s were discarded and not kept according to the report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the customer is requesting bd to teach them how to interpret the device logs so that they can identify the "time a rate change was made on a specific day." Bd requested the customer to provide the logs, but customer refused and wanted to do the log interpretation themselves. Customer declined to provide further information. There was patient involvement but unknown outcome. Bd has learned additional information after multiple customer follow-up. It was reported that a patient on comfort care requiring hourly doses of IV morphine sulfate was switched to a morphine drip per provider orders. The morphine drip was hung, and pump programed to deliver 2mg/hr. Or 0.4ml/hr. The morphine drip was in a 100ml bag of normal saline (ns) with 500mg morphine. The bag was hung at approximately 1315 as a primary IV infusion. Per report, "the nurse also programed 250ml of ns at 25ml/hr. As a second primary IV to keep the vein open (kvo) due to the low volume of morphine infusing." At approximately 1800, the pump with the morphine drip began to alarm. A nurse went into the room to check on the alarm, "saw that the line was dry and paused the pump." The rn notified the patient¿s primary nurse that the bag was dry. The primary nurse returned to the room to investigate and found "the morphine drip was empty and that the tubing drip chamber was collapsed." Additionally, the rn noted "that both channels displayed a rate of 25ml/hr." According to the report. Of note, the IV morphine bag was locked in an orange transparent ¿clam shell¿ device. The primary nurse called another nurse to the room. They looked for leakage on the floor and bedding. None was found. There was no sign of IV infiltration. The patient¿s physical assessment remained unchanged per report. The provider was notified and based on rn¿s report the provider "felt the patient had not received the morphine and ordered another morphine drip to be mixed by pharmacy and hung." The second bag of IV morphine was mixed as the first and delivered to the floor and hung at approximately 2000. Per customer, there was "no harm to the patient." However, the patient reportedly "passed away at approximately 2200." Per customer (nurse executive/site administrator), "we do not believe that this morphine event contributed to the patient¿s death." The IV pump and two channels were sequestered. The IV bags and tubing¿s were discarded and not kept according to the report.

Manufacturer narrative:
Omit : concomitant med prod data(8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported that the customer is requesting bd to teach them how to interpret the device logs so that they can identify the "time a rate change was made on a specific day." Bd requested the customer to provide the logs, but customer refused and wanted to do the log interpretation themselves. Customer declined to provide further information. There was patient involvement but unknown outcome. Bd has learned additional information after multiple customer follow-up. It was reported that a patient on comfort care requiring hourly doses of IV morphine sulfate was switched to a morphine drip per provider orders. The morphine drip was hung, and pump programed to deliver 2mg/hr. Or 0.4ml/hr. The morphine drip was in a 100ml bag of normal saline (ns) with 500mg morphine. The bag was hung at approximately 1315 as a primary IV infusion. Per report, "the nurse also programed 250ml of ns at 25ml/hr. As a second primary IV to keep the vein open (kvo) due to the low volume of morphine infusing." At approximately 1800, the pump with the morphine drip began to alarm. A nurse went into the room to check on the alarm, "saw that the line was dry and paused the pump." The rn notified the patient¿s primary nurse that the bag was dry. The primary nurse returned to the room to investigate and found "the morphine drip was empty and that the tubing drip chamber was collapsed." Additionally, the rn noted "that both channels displayed a rate of 25ml/hr." According to the report. Of note, the IV morphine bag was locked in an orange transparent ¿clam shell¿ device. The primary nurse called another nurse to the room. They looked for leakage on the floor and bedding. None was found. There was no sign of IV infiltration. The patient¿s physical assessment remained unchanged per report. The provider was notified and based on rn¿s report the provider "felt the patient had not received the morphine and ordered another morphine drip to be mixed by pharmacy and hung." The second bag of IV morphine was mixed as the first and delivered to the floor and hung at approximately 2000. Per customer, there was "no harm to the patient." However, the patient reportedly "passed away at approximately 2200." Per customer (nurse executive/site administrator), "we do not believe that this morphine event contributed to the patient¿s death." The IV pump and two channels were sequestered. The IV bags and tubing¿s were discarded and not kept according to the report.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative: investigation summary: the reported unintended rate change was not confirmed, keypress replication determined no instances where the device's programmed rate changed without user input. However, a programming error is suspected since the suspect pump module was programmed to infuse at a rate of 25ml/h instead of the intended rate of 0.4ml/h. A log review summary for event date of 18 february 2024, and time from 1:15 pm to 6:00 pm was performed. On (B)(6) 2024 at 1:10 pm, the suspect pump module s/n: (B)(6) was programmed/started a morphine (drug ID: 974) with a drug amount of 500mg, a diluent volume of 100ml, a dose of 2mg/h a vtbi 100ml and the primary volume infused (pvi) was recorded as 0ml. At 1:13 pm, a remote IV infusion for morphine (drug ID: 974 with the same parameters as above) was received/started. At 1:15 pm, the infusion was paused, and the system was powered off. Pvi was recorded as 0.02ml. At 1:16 pm, the system was powered on, a new patient and same profile were selected. The suspect pump module was programmed/started an ivf maintenance (drug ID: 1) (suspected morphine in IV container) with a rate of 25ml/h, a vtbi of 250ml and pvi was recorded as 0ml. From 1:16 pm to 1:17 pm, the user attempted to program a secondary infusion, however no secondary infusion was started, and no programming changes occurred. At 1:21 pm, a remote IV was received suspected to be morphine, however the remote IV infusion was not started due to the following message: subsequent order mismatch. Note: if the infusion parameters are unable to be pre-populated on the system, error messages will be displayed in the electronic medical record/hospital information system (emr/his). Error messages will not be displayed on the pcu. At 6:03 pm the module alarmed for air in line and one minute later the infusion was delayed for 30 minutes. Pvi was recorded as 118.5ml. It should be noted that morphine was not observed to be listed as a secondary programmable drug. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume/medication that is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Although an incidental finding, suspect pump module s/n: (B)(6) was observed with a third-party sear, pivot latch screw and spring. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Third-party parts have not been validated by bd for safety and efficacy with alaris system products. Inspection and testing of the administration set could not be performed as it was not received for investigation. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. Per the bd alaris user manual version 12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: no device malfunction was alleged, the facility requested a review of the logs to determine an unintended rate change. Investigation determined there was no unintended rate change, however a programming error was observed. Note that imdrf annex a040502, a1801, a0509, c0601, c23, c16, d15, d11, d01, d03, g04037, g02017 and g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.